Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for an indication of t10 compression fracture and history of cancer. It was reported that when the cement cartridge was attached to the bone filler and twisted the gun into the cartridge and started injecting cement, the physician primed the bone filler and then placed the bone filler inside of the trocar to begin injecting cement into the t10 vertebrae. After injecting about 1 to 2 ml of cement, the back of the cartridge started leaking. Then he tried to twist the gun in tighter behind the cartridge but it was still leaking and then the gun was twisted completely and then re-threaded it firmly. However, it was still leaking, at that point because of the delay in the procedure, the physician was unable to inject as much cement as he would but he was able to force more cement in by pumping the gun multiple times, as it continued to leak and less than 0.2 cc of cement surely injected per pump. The physician attempted to mix another batch of cement, but was still having the same problem with the cds gun. The leakage occurred away from the patient. There was a delay of less than 60 mins reported. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for an indication of t10 compression fracture and history of cancer. It was reported that when the cement cartridge was attached to the bone filler and twisted the gun into the cartridge and started injecting cement, the physician primed the bone filler and then placed the bone filler inside of the trocar to begin injecting cement into the t10 vertebrae. After injecting about 1 to 2 ml of cement, the back of the cartridge started leaking. Then he tried to twist the gun in tighter behind the cartridge but it was still leaking and then the gun was twisted completely and then re-threaded it firmly. However, it was still leaking, at that point because of the delay in the procedure, the physician was unable to inject as much cement as he would but he was able to force more cement in by pumping the gun multiple times, as it continued to leak and less than 0.2 cc of cement surely injected per pump. The physician attempted to mix another batch of cement, but was still having the same problem with the cds gun. The leakage occurred away from the patient. There was a delay of less than 60 mins reported. There were no patient symptoms reported. There were no further complications reported regarding the event.